Event description:
It was reported that pump screen was dark and would not turn on while customer was using pump, and red light flashed every 30 seconds with periodic beeps and vibrations. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, and provided instructions for placing pump into storage mode, reprogramming pump settings, reconnecting continuous glucose monitor, and returning malfunctioning pump within 10 days, which customer understood and acknowledged.